Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when the customer inserted the carbohydrate to run a bolus the number passed faster than the normal. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they inserted 20 gms of carbohydrate and the insulin pump inserted 200 gms and another time when they inserted 15 gms of carbohydrate, the insulin pump inserted 150 gms of carbohydrate. After this, the insulin pump locked. The customer had to remove the battery. The troubleshooting was performed. The device will not be returned for analysis.